Manufacturer narrative:
On initial MDR the product problem code of 1669 was an error, it should have been 1255. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. The device was returned loose inside the carton. The lens stop and the plunger stop have been removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger is retracted into the mid nozzle. No damage observed to the device. The lens is returned outside of the device attached to the product carton. Solution is dried on the lens. No damage observed. The product investigation could not identify a root cause for the reported complaint "during implantation iol folds double" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. No damage was observed to the device and to the iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol folds double. There was no patient impact. Additional information has been requested.